Manufacturer narrative:
One medfusion pump was received with no notice of external damage. The event history log was reviewed and there were acu watchdog and primary audible alarm bgnd test errors in the history. Start up, flow and occlusion tests were performed and the reported issue was unable to be duplicated. The cause of the issue was unable to be determined. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure primary audible alarm background (bgnd) test. There was no reported adverse event.